Manufacturer narrative:
At this time, the device has not been returned. Medtronic has initiated an investigation into the potential root cause of the event. Upon completion of analysis and/or investigation, a supplemental report will be filed. (B)(4).

Event description:
Medtronic received information indicating that during an off pump case, the shunt was inserted in the lumen of the coronary artery and the anastomosis was completed. As the shunt was removed, only the distal portion was removed; the proximal portion remained in the patient's artery. The anastomosis was reopened and the fragment was extracted with a forceps. There were no adverse patient effects as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.